Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that two nylon monofilaments were returned with the device. The needle did not appear to be deformed. The monofilament arrived in the device and did not appear to be used. No debris was present on the device or sutures. Both sutures appeared to be cut to manufacturer intent. A functional evaluation revealed the suture shuttle moves freely with ease. An attempt to push each suture through the shuttle was successful. No binding of any kind. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder scope procedure, about 4 inches, the accu-pass suture shuttle stopped advancing. The wheels stopped moving, bound up inside. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.